Event description:
Country of complaint: (B)(6). From the operation room there is a generic complaint, the supervisor informs that the thread breaks easily. Specifically, from maxillofacial indicate that the wounds open easily. The maxillofacial head of service says that the thread misses "grip" and that the knots do not hold, thus having to re-operate to close the wound.

Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2015. Manufacturing site evaluation: samples received: no samples available. As no batch number is available, the batch manufacturing record cannot be reviewed. Without any closed/or defective sample we cannot carry out an analysis. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.